Event description:
Caller stated that hydraulic cylinder pin located underneath foot rest assembly broke. Providers cannot get lift close enough to get patient off of chair. Please note that caller represents (B)(6).